Event description:
The optiflow thrive is a combination of a reusable flow meter, blender, and warning plate and a disposable humidifier, tubing, and nasal cannula. The device was connected to the pt while the warmer was plugged in and turned off and flow was initiated through the blender. As a result, a high flow (60 liters per min) of oxygen at room temperature and without added humidification was delivered to the pt's nasal passages. This period lasted 17 mins while the pt was anesthetized until the device's "powered off" state was discovered. Upon wakening from anesthesia, the pt's nasal passages were swollen shut, and he experienced pain, ear plugging, and swollen tear ducts. The injury still affects the pt several weeks following the procedure. By design, the device can expose the pt to high flows of un-warmed, un-humidified air, as the device only creates an alarm if the power is turned on, but flow of gas through the device does not depend on the device being turned on. FDA safety report ID# (B)(4).